Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the functional tests. However, the device was received with a broken reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive during rewind. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.